Event description:
It was reported that the patient presented in the ER after receiving several shocks. Upon device interrogation, low pacing lead impedance and noise were observed. A kink in the lead was noted via x-ray. Lead was explanted and replaced. Insulation damage under the suture sleeve and fracture proximal to the distal coil were observed.

Manufacturer narrative:
External insulation abrasions were noted at 6.8-8.0cm and 7.6-8.2cm from the distal tip, consistent with friction to another device or the patient's anatomy. At 6.8-8.0cm from the distal tip the etfe coating of both re conductors was abraded and one re conductor was fractured. The inner coil liner was abraded at this location. This is consistent with the reported field event. At 7.6-8.2cm from the distal tip, the etfe coating of one rv conductor was abraded and the conductor was fractured. An internal insulation abrasion under the rv shock coil was noted at 5.0-6.8cm from the distal tip. The etfe coating of the re conductor was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.